Event description:
It was reported that the left ventricular (lv) lead was not suitable for the guidewire. The guidewire could not be inserted into the lead. The lead was removed and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.